Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage issue on (B)(6) 2026. The infusion set tubing was leaking at the site. The infusion set was in use for 43 hours. No further information is available.